Event description:
Correction: the previous or initial MDR submitted on (B)(6) 2024 was filed inadvertently. No device malfunction or serious injury has occurred.

Event description:
Per the clinic, the abutment was electively removed on august 27, 2024, under general anaesthetic.